Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s upper row of on-screen icons became unresponsive to touch after an impact that caused a crack in the upper corner of the display, while the user could still unlock the device and blood glucose remained unaffected; the user reverted to backup therapy and a replacement device was arranged. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and continued diabetes management using backup therapy and cgm with the dexcom app or receiver. Investigation included collection of event details and facilitation of device return for evaluation. Investigation of this device revealed a mechanical screen/display damage issue consistent with impact-related physical damage to the user interface components. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from impact.